Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient experienced itchy, burning, and red inflamed skin. The patient did seek medical treatment and wore the patch in the emergency room during all x-rays and scans. The patient was not prescribed medication to treat the irritation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and is disposed after use; therefore, it is not likely to be returned. The patient reported she has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attribute to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported that the patient experienced skin irritation with itchy, burning, and red inflamed skin while wearing the universal electrode patch. The patient did seek medical treatment and wore the patch in the emergency room during all x-rays and scans. The patient was not prescribed medication to treat the irritation. The patient did take a break in service and did follow instructions for skin preparation procedures. The patient does not have a sensitivity or allergy to metals or adhesives.